Event description:
It was reported to boston scientific corporation that an endovive low profile balloon replacements device was placed in an enteral feeding replacement procedure in 2005 . According to the complainant, two days after placement, the balloon ruptured. Another device was used to complete the procedure (unknown device). There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. A visual examination of the returned device found no evidence of the balloon bursting. The balloon was inflated and no leaks were found. A leak was identified where the feeding set connects to the mini button. A small amount of adhesive was found in the duckbill valve area, creating a small build up on the inner wall of the device, preventing a tight seal when the feeding set was attached to the device.